Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a275, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they were lying in bed when they felt the shocking and called their rep. It was discovered that 4 contacts were not working. Patient stated they were still having some burning sensation however, plan to meet with rep on (B)(6) to see if this could be resolved.

Manufacturer narrative:
Continuation of d11: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2019, explanted: product type lead, product ID 977a275, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type lead, product ID 97792, lot# unknown, explanted: product type accessory h3. Analysis of the lead (B)(6) found that conductors 0 and 2 are broken from 4.0 cm from the distal end of the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) stated that the shocking issue and burning sensation at the ins site resolved once the patient¿s lead was removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2019 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type lead product ID 97792 lot# unknown product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The lead was removed and returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead. Product ID: 977a275, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient woke up with a hot burning sensation where the ins is located and it was very sensitive and tender to touch. The patient stated that it was the first time they experienced something like this. They denied any falls or trauma. The patient stated that they charge the ins every sunday and are able to charge it normally and use therapy. It was recommended that the patient turn off therapy and see if it helped with the sensation at the ins site. It was advised that the patient consult with their healthcare provider (hcp) for next steps. No further complications were reported. On 2020-05-22 (B)(4) (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient had experienced burning pain at the battery site. The patient came into the clinic today and was seen by a doctor and a manufacturer representative. Impedances and connectivity checks were performed, which showed on lead 8-15 electrodes 8-11 were out. The patient was reprogrammed on 0-7 lead and coverage was still good. The patient would provide updates regarding their pain at the ins site. The patient was instructed to turn the device off if the pain/burning sensation came back. No additional interventions were planned. No environmental, external or patient factors are known to have led or contributed to the event. No further complications were reported.